Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pull back towards the arteriotomy, the balloon ruptured. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.